Event description:
During right ankle fusion surgery, the customer "discovered when the patient was on the table and anesthetized, that the box only contained osteotomy plates and not fusion plates and the case had to be revised." The customer used 3 crossed screws from a competitor company to fuse the patient's ankle as an alternative; but would have preferred to use the parts from the tibiaxys kit. There was no patient injury. This increased the surgery time by 40 minutes.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.